Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was a user error. Most likely blower overheating due to lack of maintenance / filter exchange. Blower temperature increase was unusually quick.most likely the blower got stuck due to too much dirt inside it. This has then caused the temperature rise and finally the damage of the blower. As a resolution it was recommended to replaced the main electronics.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However logs files showed several alarms related to the blower. The customer replaced the blower however the issue still persists. Technical team suspected that the issue might be related to the blower controller on the main electronics. They suggested to the customer to replace the main eclectronics. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator has technical error 316 "blower failure". The customer confirmed that there was no patient involvement associated with the reported event.